Event description:
According to the reporter, during the laparoscopic distal gastrectomy, when on the transection of the gastric body, the tissue was p laced/inserted in the jaw of the cartridge. The green button was pressed and fired. After firing to the end, the down arrow key was pressed again. To open the jaw, the up arrow key was pressed, but the knife did not return so the jaw did not open. It was confirmed that even after it was restarted and with the manual adapter tool, the knife did not return. Therefore, the procedure was switched to laparotomy, and the area near the gastric body cartridge was transected with a scalpel, and released from the tissue.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu (lot # p5j1011) sigpshell, sig power sigpshell control shell (serial # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial # (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic distal gastrectomy, when on the transection of the gastric body, the tissue was p laced/inserted in the jaw of the cartridge. The green button was pressed and fired. After firing to the end, the down arrow key was pressed again. To open the jaw, the up arrow key was pressed, but the knife did not return, so the jaw did not open. It was confirmed that even after it was restarted and with the manual adapter tool, the knife did not return. Therefore, the procedure was switched to laparotomy, and the area near the gastric body cartridge was transected with a scalpel. The clamp cover was then pushed back to return the reload jaws to the open position.